Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.75 wolverine coronary cutting balloon monorail was used but was unable to cross the target lesion and was removed from the patient. When the balloon was deflated to make tight for rewrap, it ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.75 wolverine coronary cutting balloon monorail was used but was unable to cross the target lesion and was removed from the patient. When the balloon was deflated to make tight for rewrap, it ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event. It was further reported that during attempt to rewrap the balloon outside the patient, the user inflated the balloon under nominal pressure and then the balloon ruptured. It was possible that the blade was being contacted with the balloon when rewrapping. Therefore, the balloon got ruptured during inflation under nominal. The balloon appeared to be torn. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. When the user applies negative pressure to re-fold the balloon and remove the device from the patient, blood is drawn into the device through the rupture. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.75 wolverine coronary cutting balloon monorail was used but was unable to cross the target lesion and was removed from the patient. When the balloon was deflated to make tight for rewrap, it ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event. It was further reported that during attempt to rewrap the balloon outside the patient, the user inflated the balloon under nominal pressure and then the balloon ruptured. It was possible that the blade was being contacted with the balloon when rewrapping. Therefore, the balloon got ruptured during inflation under nominal. The balloon appeared to be torn. No patient complications were reported in relation to this event.